Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gpos computer boards, replaced the system interfaced board, and reloaded software. The system operates as intended.

Event description:
The customer reported the system does not complete boot up. No patient injury was reported.